Event description:
It was reported that prior to use, incomplete deflation of the polyurethane (pu) endobronchial tube cuff was noted. There was no reported patient involvement . There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The sample was received for analysis and the customer reported issue could not be confirmed. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).